Event description:
A report was received that the patient experienced pocket pain whether the stimulation was turned on or off. The physician administered cortisone shots.

Manufacturer narrative:
Additional information was received that the physician had assessed the patient's pocket and it was confirmed that there are no concerns over the pocket or the device.

Event description:
A report was received that the patient experienced pocket pain whether the stimulation was turned on or off. The physician administered cortisone shots.